Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that the patient was at the emergency room (ER) at the time of the report for the shocking sensation which ¿was radiating through her entire body.¿ it was further noted that this had been occurring for about 1.5 hours. It was noted that the patient was lying in bed and watching television when the shocking occurred. No patient falls or trauma was reported. It was further noted that the patient¿s implantable neurostimulator (ins) was turned off at the time of the report. It was noted that the patient¿s ins program was turned to 0 volts for about an hour and the patient noted that the shocking was more intense when the stimulation was turned on. It was noted that the shocking was painful to the patient. It was further noted that the patient ¿saw smoke coming out of her mouth earlier.¿

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient. Product ID 377660, lot# v021451, implanted: 2007-(B)(6), product type lead, product ID 377660, lot# v021451, implanted: 2007-(B)(6), product type lead, product ID 3708120, serial# (B)(4), implanted: 2007-(B)(6), product type extension, product ID 3708120, serial# (B)(6), implanted: 2007-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that about a year ago in (B)(6) the patient's leads were shocking her and her two leads were not working. It was reported that the patient's system had been replaced and today she requested compatibility guidelines for emg and nerve conduction because she wanted to make sure nothing happened to her system. It was noted that the replacement surgery 'was not easy to get over.' It was noted that the patient was redirected to the healthcare professional (hcp).